Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient experienced a pericardial effusion. The physician performed a thoracotomy to treat the effusion. The patient was reported to be stable following the procedure. It was further reported that three hours post procedure the patient was noted to have a pericardial effusion. During the thoracotomy the base of the laa was noted to be damaged. The laa of the patient was ligated, the perforation of the base of the laa was repaired and the closure device was removed from the patient. The patient continues to recover from this event. It was further reported that the patient died. The cause of death was hemorrhage secondary to laceration at the base of the left atrial appendage.

Event description:
It was reported that the patient experienced a pericardial effusion.a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred.post procedure the patient experienced a pericardial effusion. The physician performed a thoracotomy to treat the effusion. The patient was reported to be stable following the procedure.it was further reported that three hours post procedure the patient was noted to have a pericardial effusion. During the thoracotomy the base of the laa was noted to be damaged. The laa of the patient was ligated, the perforation of the base of the laa was repaired and the closure device was removed from the patient. The patient continues to recover from this event.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.with all the available information, boston scientific (bsc) concludes:device technical analysisthe watchman flx left atrial appendage closure device with delivery system was not returned; therefore, device analysis could not be completed.device history record reviewa review was completed of the device history records (DHR) for the watchman flx left atrial appendage closure device with delivery system, part # m635ws50350 batch # 0035753382. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.labeling reviewthere was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx left atrial appendage closure device with delivery system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe), perforation, bleeding (major hemorrhage), device explant, and death (surgical intervention, hospitalization).risk reviewa risk review was completed and confirmed that the events of pericardial effusion (pe), perforation, bleeding (major hemorrhage), device explant, and death (surgical intervention, hospitalization) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusionbased on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35 mm watchman flx laa closure device and delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient experienced a pericardial effusion. The physician performed a thoracotomy to treat the effusion. The patient was reported to be stable following the procedure. It was further reported that three hours post procedure the patient was noted to have a pericardial effusion. During the thoracotomy the base of the laa was noted to be damaged. The laa of the patient was ligated, the perforation of the base of the laa was repaired and the closure device was removed from the patient. The patient continues to recover from this event. It was further reported that the patient died. The cause of death was hemorrhage secondary to laceration at the base of the left atrial appendage.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient experienced a pericardial effusion. The physician performed a thoracotomy to treat the effusion. The patient was reported to be stable following the procedure.